Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she was in a car accident in august due to low blood glucose levels. The customer was not injured in the accident. The customer's blood glucose level was unknown. No further details were provided.